Event description:
It was reported that patient had irritation at the pocket site causing pain and discomfort. It was also noted that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement and pocket repositioning procedure, was doing well postoperatively and the explanted device was kept by the facility.